Event description:
After approximately 10 months of implantation, the device involved in this MDR report was explanted and returned because the interrogation could not be completed.

Event description:
After approximately 10 months of implantation. The device involved in this MDR report was explanted and returned because the interrogation could not be completed.